Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information. The DHR was reviewed and no issues that would have resulted in this complaint were found. No irregularities were found in the manufacturing evaluation, instrument was manufactured in accordance to the manufacturing report and drawings. The device was received, however, no evaluation is available.

Event description:
It was reported that during a t10-illium posterior interbody fusion, the surgeon was persuading the rod to the screw and the rod introduction pliers broke in half. The surgeon used a back up pair, and one screw became stripped. Then, two nuts stripped and bent two collars. The tip of a hook/screw holder broke off into the head of a screw, and the broken tip remains in the screw head which is currently implanted. Two other hook/screw holders became bent. The surgeon removed his gloves after the procedure was complete and showed the sales consultant a blister on his hand and stated it was the result of synthes instrumentation.

Event description:
This report is 1 of 2 for complaint file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: product received had visible signs of a broken collet on soldering. The manufacturing investigation revealed that two pieces had broken at the soldering. The investigation review of the work order documents and testing protocols found no irregularities. The solder was reported to look even and visually acceptable therefore there should have been a good connection between the two parts. In conclusion the investigation stated it was possible that when putting in and adjusting the set screw it could come to lift off. The manufacturer could not determine how much force the set screw should be adjusted. The complaint was determined to be invalid. Original awareness date is 03/14/2012.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation reported that per the complaint description, the rod introduction pliers broke in half while persuading. It is likely that the broken component was the result of impaction forces applied to the subcomponent during an attempt to seat the collar. Severe patient anatomy could contribute high in-situ forces making rod reduction, seating off the collar or nut difficult and could place high loads on the hook and screw holder. It is unclear what types of construct, or forces were present during surgery. A review of the system indicates the system design is appropriate for its intended use, and it is unclear what surgical circumstances contributed to some of the instruments or implants bending or breaking during surgery. The set contains instruments to help persuade or bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Placeholder.